Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 6/22/2021 section h3: device evaluated by manufacturer: yes device evaluation: the returned sample was received. The product returned consisted of packaging components (folding carton, direction for use (dfu) & implant card). Visual evaluation was performed, and the following were the findings: only the lens was received, cut in two (2) pieces du to the removal process as it was reported by the customer. Viscoelastic residues and particles were in lens surface. It was not possible to identify the divot at the center of the lens reported. Complaint issue reported ¿lens damaged¿ was not verified. A product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no nonconformance reports/discrepancies/deviations were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that three additional complaints were received from this production order which two of them met the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures and on third complaint, the investigation performed found no product quality deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was fully inserted into the right eye of a patient, a divot in the center of the lens was observed. The iol was removed and replaced after cutting the lens in two pieces. A replacement lens of the same model and diopter was used. There was no incision enlargement, vitrectomy, or sutures required. The outcome did not significantly interfere with patient's activities of daily life. The patient has recovered. No further information was provided.